Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date for the event date since there was no event date provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A synergy ii drug-eluting stent was used in a procedure. However, the stent got dislodged into the aorta and was successfully snared out. No further complications were reported.